Event description:
It was reported that the dynalink was successfully advanced through a femoral sheath, a previously deployed stent, and into the intended lesion in a contralateral sfa. The system was unlocked and the deployment procedure was initiated, however, the release mechanism froze which resulted in partial deployment. The stent was not fully deployed. An attempt was made to remove the partially deployed stent out of the lesion. The system got caught on the previously deployed stent, but was eventually able to be retracted into the sheath. The sds came out of the sheath, but the stent separated insdie the sheath. The sheath was then removed with the stent still in it. There was no patient injury reported.